Event description:
It was reported that the patient presented to the clinic on (B)(6) 2025 and stated that on (B)(6) 2025 around 5:00pm, the system controller had a "connect power" advisory alarm. The patient attempted troubleshooting by changing the batteries, but the alarms continued. The patient then performed an exchange to the backup system controller and the alarms resolved. The site did a visual inspection of the primary system controller and discovered severe wear on the black and white power cable connections. No patient symptoms were observed. Log files from both the primary and backup system controllers were interrogated onsite, but no alarms were seen that preceded the exchange. The site decided to issue a new backup system controller. Log files for both system controllers were sent for further review. The primary system controller log files revealed a transient power cable disconnect alarm on (B)(6) 2025 at approximately 5:31pm while tethered on batteries, followed by a driveline disconnect and left ventricular assist device (lvad) off alarm at approximately 6:38pm, indicative of a system controller exchange. The event log did not display any other unusual events. The mechanical circulatory support (mcs) equipment appeared to have operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller. The reported event of damage to the system controller¿s black power cable was confirmed via analysis of the returned system controller. Log files were submitted and downloaded for review and data from the event date of 30mar2025 was reviewed. The log files captured an atypical power cable disconnect alarm on (B)(6) 2025 at 17:31:17 due to the relative state of charge voltage dropping to approximately 0 v. The atypical alarm occurred while connected to 14v batteries and occurred on the white power lead. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Visual inspection of the returned system controller revealed a tear in the black power lead approximately 8¿ from the strain relief on the housing side of the cable, that exposed the underlying protective wrap layer. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced, including when the power cables were manipulated by hand. The electrical integrity of the wires in both system controller power cables were evaluated and no issues were observed. The root cause of the reported events could not be conclusively determined through this analysis. Fluid ingress was observed in the system controller. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect, low voltage advisory, and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the system controller alongside different power sources. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.